Event description:
The reporter stated "improper syringe recognition. Accept a bd 60cc syringe as a 20cc." There was no pt injury or treatment associated with this event.

Manufacturer narrative:
The pump has been received from the customer. Medex has not yet completed its investigation into this issue. An additional report will be submitted as soon as the investigation is completed.